Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device keypad was not functional. There was no patient involvement.

Event description:
It was reported that the device keypad was not functional. There was no patient involvement.

Manufacturer narrative:
It is confirmed that the file is not reportable after investigations though it was initially stated as reportable based on the reported issues. Additional information: device available for eval?, device return to manuf. Device eval by manufacturer?, if other specify., returned to manufacturer on, imdrf annex a,b,c,d and g grid, manufacturer narrative. Omit: a07 - electrical /electronic property problem (1198),g0204002 - keyboard/keypad,b17 - device not returned,c20 - no findings available,d15 - cause not established a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.